Event description:
It was reported that there were issues with the foot pedal. Errors 405 (footswitch number 1 shorted.), 425 (number 2 footswitch shorted.), and 429 (footswitch3 broken) were received. The procedure was not completed due to this event. There were no patient complications.